Event description:
On (B)(6)/2009, pt reported she is experiencing issues with both buttons. Pt stated the up button started giving her issues about a month ago. Pt reported, she noticed the up button was not working properly when she attempt to bolus. Pt stated she is now starting to have the same issues with the down button which started about 3 days ago. Pt reported the buttons are very hard to press and she has to use a lot of pressure for them to respond. Had pt perform troubleshooting steps and both buttons responded when a bolus was programmed, but she had to press very hard on the buttons and states "there is an imprint on her fingers from pressing the buttons." She stated the buttons are popping back up when pressed. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.